Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo was used during a cystoscopy and mid urethral sling implantation procedure performed on (B)(6) 2016 for stress urinary incontinence. On (B)(6) 2021, the patient returned to the clinic complaining of something sharp in the vagina that felt like wire. The patient was examined and it was revealed to have an exposed mesh from the prior placed mid urethral sling along the bilateral vaginal sulci. In the physician's assessment, the mesh exposure was secondary to vaginal atrophy, thin epithelium and erosion overtime secondary to post-menopause. The physician planned to remove what was visible and easily palpable. Therefore, it was not necessary to remove any anchors or mesh that was deeper in the pelvis which were unreachable and unattainable. The patient understood the planned procedure and also understood that the removal of the mid urethral sling might worsen the stress urinary incontinence and the patient may need to undergo future procedures if the stress incontinence becomes bothersome. The patient was examined under anesthesia and the examination revealed that the mesh exposure was along the left and right vaginal sulcus; however, no mesh exposure was found in the midline. The vaginal mesh was isolated and it was grasped using a allis. The tissue was dissected away from the mesh circumferentially until the inferior pubic ramus. The mesh was transected at that point until there was no other mesh palpable. The incision was copiously irrigated with antibiotic irrigation. Upon careful inspection, there were no exposed mesh fibers and there were no palpable mesh fibers. At that point, the incisions were closed in an interrupted fashion with 2-0 vicryl sutures on a ur-6 needle. After complete closure, cystoscopy was performed with a 30-degree lens and a 22-french sheath, which revealed normal bladder mucosa. There was no evidence of injury to the bladder or the urethra. There was also no mesh in the bladder or the urethra. A foley catheter was replaced to gravity drainage and a premarin-soaked packing was placed in the vagina. The patient was awoken in stable condition and was taken to the recovery room. The patient was discharged home after an hour and after the foley catheter and the packing were removed. A follow up 6 weeks after the procedure was scheduled for a pelvic exam.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(6) medical ctr. (B)(6). The surgeon who performed the excision of vaginal mesh is: (B)(6). Patient code (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.